Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The wife of the customer reported that the husband was in the hospital for chronic obstructive pulmonary disease. It was also reported that the customer was dehydrated due high blood glucose levels. No exact blood glucose levels were provided. No additional information was provided.